Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set leakage tubing leakage at the site event on (B)(6) 2024. The infusion set was in use for 1-1.5 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).